Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that the customer fell and had a hematoma on her head, which cause the death. The customer was not wearing the insulin pump at the time of death. It was disconnected by the hospital staff, over a month prior to the customer's passing, because the customer's blood glucose was out of control and the customer was unable to control the insulin pump herself after a week or ten days. The caller did not know the customer's blood glucose at the time of death. The customer was not using sensors. When asked if the customer had a stroke, the caller stated that the customer had a bleed ten years ago. The customer contracted pneumonia in the hospital. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with depleted energizer ultimate lithium battery installed. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Data analysis: the download history files lists data from (B)(6) 2015. No data listed for (B)(6) 2015.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.